Event description:
The patient's mother contacted animas on (B)(6) 2011 to report that the patient was hospitalized on (B)(6) 2011 with a diagnosis of dka. The patient's mother reported when admitted to the hospital he placed on IV drip. He was transferred to ICU on (B)(6), 2011 with a bg in the 400s mg/dl. At the time of troubleshooting, the patient informed animas customer support (cs) that he changed pump's cartridge at 12am on (B)(6) 2011 and later that morning he woke to a bg in the 400s mg/dl. The patient claimed he took a correction bolus of 4.65 units, did not change site and then went to the ER. The patient informed cs that he did not test his bg on the evening of (B)(6) 2011 and claimed he knew his bg was up and began giving multiple corrections with pump. Cs also spoke with rn. After review of pump settings, cs informed rn to indication of pump issue. This complaint is being reported because the patient was hospitalized and treated for dka while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump powers on with a blank display screen, and after a few minutes a "sleep error" message is displayed. Investigation could not be adequately completed due to the pump not powering on appropriately. Evaluation revealed a loose internal component.